Manufacturer narrative:
On 05/13/2021, the distributor confirmed that the affected device will not be returned from the customers. No investigation could be performed. The reported issue cannot be confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00017).

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On (B)(6) 2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor and stated that an administration set model bx-70071-d lot # 1810008 is leaking right below the drip chamber. The user facility representative provided an image which shows the leaking. A patient was involved but was not harmed or injured. The device operator was a registered nurse. The medication being infused was unknown. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd. .